Event description:
It was reported: "pulling air through the brown port when aspirating. Catheter was in sheath and locked down with cath-gard. They clamped off the brown extension line and continue therapy" there was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated complaints: (B)(4).

Manufacturer narrative:
Qn#(B)(4). UDI number unavailable as complainant did not report a lot number

Event description:
It was reported: "pulling air through the brown port when aspirating. Catheter was in sheath and locked down with cath-gard. They clamped off the brown extension line and continue therapy" there was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated complaints: 9680794-2024-00690.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.